Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and lead impedance warning due to a pacing impedance spike, high undefined pacing impedance, oversensing, and high sensing integrity counter (sic). The lead was suspected for fracture, and was capped and replaced. No patient complications have been reported as a result of this event.